Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
An article/literature was received entitled "modular junction fractures in a modern rotating-platform knee arthroplasty system¿. Update 25 sep 2019. ¿modular junction fractures in a modern rotating-platform knee arthroplasty system¿ was reviewed for MDR reportability. The retrospective study reviewed four cases involving patients who have undergone revision operations due to failure of the depuy sigma tc3 rotating platform prosthesis. Unknown cement was used at the epiphyseal region of the femoral and tibial components, and the remainder of the construct was uncemented. The four patients involved in the study will have four separate complaints linked together. Case 1: (B)(6) male. The patient underwent revision of the sigma tc3 rp system 3.5 years following implantation. He complained of pain, decreased range of motion, and clicking/catching. The revision operation noted moderate effusion, hematoma, adapter bolt fracture, loose femoral sleeve, and tibial insert wear.